Event description:
The customer indicated that a pt had a urine sample tested in the e.r. (ER) with an icon 25 hcg test kit and the hcg result was negative (-). On the same day, a serum sample was collected for serum hcg quantitative analysis. The quantitative hcg result of 124,000 miu/ml. The serum was retested again with a qualitative hcg test kit and the result was positive [+]. The customer indicated that there has been no change to pt treatment that can be attributed to this event.